Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the guide wire was difficult to remove and fractured. The target lesion was located in the lower extremity vein. A 300 cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, the device was unable to cross and the physician withdrew the device out of the patient's body as he thought that it was a metal fatigue which exhibits abnormal shape within the body. Another 300 cm straight tip v-14¿ controlwire® was replaced and advanced. However, the device failed to cross the lesion and it became stuck when the physician tried to withdraw it out of the patient's body. It was also noted that the distal of the guide wire was fractured. The physician snared the broken part out of the patient's body successfully. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has tip damaged, as part of overall visual revision. The device has the distal tip and body kinked, the kinks in the body are located approximately at 30.5 cm and 209.3 cm from the proximal end. Besides, the guidewire has the distal tip detached (polymer) approximately at 299 cm from the proximal end. No more damages were found. The outer diameter (od) of middle of the device and proximal section were within specification. The overall length and od of distal tip could not be performed due to device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the guide wire was difficult to remove and fractured. The target lesion was located in the lower extremity vein. A 300cm straight tip v-14 controlwire was advanced to cross the lesion. However, the device was unable to cross and the physician withdrew the device out of the patient's body as he thought that it was a metal fatigue which exhibits abnormal shape within the body. Another 300cm straight tip v-14 controlwire was replaced and advanced. However, the device failed to cross the lesion and it became stuck when the physician tried to withdraw it out of the patient's body. It was also noted that the distal of the guide wire was fractured. The physician snared the broken part out of the patient's body successfully. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.